Event description:
I placed a new dexcom g6 continuous glucose meter last night. This morning I had a reading 400% lower than the reading I had with my blood glucose meter. This is not the first time that I have had a reading that was abnormally low. Around, (B)(6) 2022, I had a reading that was 300% lower than my bgm reading. I have talked to representatives from dexcom 3 times and I just get the feeling that they are not overly concerned about very abnormal readings. The sensor lot number is 7310861 and the transmitter # is 8yan6k activated on (B)(6) 2022. I feel that these inaccurate readings pose a life or death hazard to myself. Being an ultimate healthcare provider, I don't feel that dexcom is meeting my needs product wise and coming up with a solution to this dangerous issue. FDA safety report ID# (B)(4).